Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is over 400 mg/dl. Customer vomiting and thirsty. The blood glucose reading at the time of the event was 1100 mg/dl. Diagnosed diabetic ketoacidosis. Customer was in ICU for three days. Customer discovered a bent cannula which caused the high blood glucose. Nothing further reported.